Event description:
It was reported that during an unknown procedure, the device delivered an incomplete staple line. Sutures were used to achieve the hemostasis. There was no patient consequence.

Manufacturer narrative:
Device was not returned for evaluation.